Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement and vitrectomy section h-6 health effect - clinical code: 4581 incision enlargement an attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The za9003 model intraocular lens (iol) would not deploy and there was patient contact with the cartridge tip. The procedure was completed successfully using another za9003 20.0 diopter iol that was implanted in the patient¿s ocular sinister (left eye) however, incision enlargement and vitrectomy were required. Patient status post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 07-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck inside a non-johnson & johnson cartridge inside the original folding carton. The original daisy wheel was also received along with the patient stickers. During a visual inspection, the device was inspected under magnification. The suspect lens was received stuck inside an alcon cartridge. The lens could not be removed from the cartridge for further inspection. Due to the lens being able to be removed from the cartridge, and the cartridge not being johnson & johnson product, no further evaluation could be performed. The complaint issue "delivery issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.